Event description:
Patient (pt) reported that they were about to start their hyqvia infusion but their pump alerted "code 20 error - empty lithium battery". Pt reported they already spiked their hyqvia vials. Pt also reported that when they get their infusions, their legs swell and morning deliveries allow time for the swelling to go down so the pt can continue their day. Missed dose. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Hyqvia indication: selective deficiency of immunoglobulin m [igm], immunodeficiency with increased immunoglobulin m [igm], immunodeficiency, unspecified, and disorder involving the immune mechanism, unspecified. No further information /details or dates available. Selective deficiency of immunoglobulin m [igm], immunodeficiency with increased immunoglobulin m [igm], immunodeficiency, unspecified, and disorder involving the immune mechanism, unspecified.